Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and a new issue was observed. The meter turned on with button depression and upon docking. Control solution results were within range specification and no errors were observed during control solution testing. The scan button did not respond when pressed. The complaint is not confirmed.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 410 mg/dl which was lower than a lab reading of 701 mg/dl. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional testing was completed on the returned meter after the new button issue was resolved. Returned meter was able to power on with button depression and upon docking. Control solution testing was performed and results were satisfactory. The complaint is not confirmed.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 410 mg/dl which was lower than a lab reading of 701 mg/dl. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.